Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own. The issue occurred at the end of the case. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement power cord. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 17, 2003. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).